Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did a meter to lab test comparison, in a fasting state. The tests were done 1/2 hour apart. The reading on her meter was 60 mg/dl, and the lab test result was 150 mg/dl. She did not have any symptoms.